Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The health care professional (hcp) reported the implantable neurostimulator recharger (insr) never showed the device was charged to 100%. The patient kept the insr charging where it starts to flash from 75-100% for an hour to 1.5 hours and it had not shown the fully charged screen since implant. The patient was getting all 8 coupling bars. The patient will then check with the patient programmer (pp) and it will show charged to 100%. It was unknown how long the patient was charging for. The hcp will check the device with the clinician programmer and call back if she needed further assistance. It was recommended the patient keep track of how long he was charging and the levels on specific days and it can be compared to what the insr shows. The patient did not see the completely charge screen since implant. There were no patient symptoms reported. If additional information is received a supplemental report will be submitted.